Event description:
Customer reported poor image quality, images are dark. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the right monitor. System operates as intended. (B) (4).